Manufacturer narrative:
The insulin pump was received with intermittent button response and button error due to corroded keypad traces. The following cosmetic damage was noted: cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.

Event description:
Customer reported via phone, he was attempting to rewind the device and the buttons weren't working properly. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.